Event description:
It was reported that a large volume intermate leaked. This occurred either during or after filling and before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation information: the sample was received for evaluation. A visual inspection, leak testing and flow rate testing were performed. Visual inspection observed that there was fluid inside of the device housing. The leak testing identified a leak on one side of the bladder crimp. The infusion rate was found to be within specification. The reported issue was confirmed. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A request for the return of the device has been made. A review of all batch record documents was performed with no issues noted during the manufacturing process. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of the reported condition was due to the failure of the crimping step to create a complete seal at the bottom of the reservoir (insufficient bonding). A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.